Event description:
Additional information was received. It was reported the implantable neurostimulator (ins) was replaced (B)(6) 2012. Replaced ins battery was at end of life due to normal battery depletion. No abnormal impedance measurements were reported. No intervention, no hospitalization took place. Patient outcome noted as "doing fine" patient recovered without sequelae. Device was not returned to manufacturer. Once replaced, patient device had better control. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that one of the patient's implantable neurostimulators (ins) needed an adjustment. The patient was having a lot of shaking on and off. The patient's right arm felt heavy but he was unsure if it had to do with the shaking. Lightheadedness was also reported as a symptom. Symptoms had been increasing, and had started to occur over since a few days prior to (B)(6) 2012. No known accident or incidents related to the symptoms were reported. On (B)(6) 2012 it was reported that the patient was in the emergency room with the patient during the weekend. An ins replacement was looking to be scheduled as soon as possible. The reporter was 'keeping patient medication to help with tremor.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_ext, lot#, serial# unknown, implanted: 2010 (B)(6), explanted: product type extension; product ID 3387-40, lot# j0406229v, serial#, implanted: 2004 (B)(6), explanted: product type lead. (B)(4).